Manufacturer narrative:
8/14/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.